Event description:
When in use on a pt receiving general endotracheal anesthesia, on several occasions the ventilator bellows failed to rise. After several attempts to determine the cause of the failure, the ventilator again began to work. No obvious reason for the failure was found.